Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion. The estimated battery longevity was at fifty percent of charge in november and now today is at fifteen percent of charge. The plan is to replace this device as soon as possible. The hospital had decided to postpone the revision procedure. No further information is available, the local boston scientific representative will be notify when the revision procedure takes effect. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion. The estimated battery longevity was at fifty percent of charge in november and now today is at fifteen percent of charge. The plan is to replace this device as soon as possible. The hospital had decided to postpone the revision procedure. No further information is available, the local boston scientific representative will be notify when the revision procedure takes effect. No adverse patient effects were reported. This s-ICD remains in-service.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion. The estimated battery longevity was at fifty percent of charge in november and now today is at fifteen percent of charge. The plan is to replace this device as soon as possible. No adverse patient effects were reported. This s-ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a routine follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) was alleged to be exhibiting premature battery depletion. The estimated battery longevity was at fifty percent of charge in november and now today is at fifteen percent of charge. The plan is to replace this device as soon as possible. The hospital had decided to postpone the revision procedure. No further information is available, the local boston scientific representative will be notify when the revision procedure takes effect. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.